Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint. Healthcare professional reported "several radial folds". Healthcare professional additionally reported "hole, nonspecific". The device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange with no complaint. Healthcare professional reported "several radial folds". Healthcare professional additionally reported "hole, nonspecific". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Crease/folding of implant: not observed. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9; h.3; h.6.